Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown cup-unknown, unknown-unknown liner-unknown, unknown-unknown head-unknown. Reported event was confirmed, radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: incomplete positioning of the femoral stem within the femur with radiolucency along the femoral component suggesting loosening. Osteopenia was observed. No other complications were noted. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure due to loosening of the stem. During the procedure the cup and liner were revised for maintenance. Attempts have been made and additional information on the reported event is unavailable at this time.